Manufacturer narrative:
Internal reference number: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after a total ankle arthroplasty (tar) had been performed on an unknown date, patient experienced painful total ankle arthroplasty. Surgeon thought some of the pain was from the medial malleolar stress fracture. So, they tried to fix that and some of that pain went away. However, patient continued to have deep-seated ankle pain, had no signs and symptoms consistent with an infection. No draining wounds. No ulcerations, redness, or erythema. Patient did have pain especially with weightbearing. This adverse event was addressed by performing a revision surgery on (B)(6) 2025, during which, the integra size 3 total ankle with mobile bearing poly device was exchanged. During procedure, there was no evidence of any purulence. There was no bony ingrowth on either side. They did place vancomycin and tobramycin powder into the wound to closure just to enhance their antimicrobial coverage. The patient tolerated procedure well. There were no complications encountered. A 3-sided splint was applied and transferred to the pacu in stable condition.